Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v593553, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's device was not working. It was stated the patient had visited their health care provider, who also could not get the device to work. X-rays showed the lead was in the correct location. The device had been turned off. It was stated the device also caused the patient pain from time to time. Additional information has been requested, a follow-up report will be sent if additional information becomes available.